Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was eating dinner at a restaurant. Before eating, the cgm reading was 200 mg/dl, and the patient was feeling unwell. After eating the patient experienced feeling nausea and was vomiting. The patient called their doctor but as the cgm reading was 200 mg/dl, no action was advised by the doctor. The patient went back home to rest, and no treatment was provided. The day after, when the patient woke up, the cgm reading was still 200 mg/dl. The patient was still feeling unwell and was vomiting. The patient called their son who brought the patient to the hospital. When a fingerstick was taken the cgm reading was 200 mg/dl, and the blood glucose reading was 600 mg/dl. The patient experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and was admitted into the intensive care unit (ICU). The day after the patient was admitted they were transferred to another hospital for heart surgery. The patient stated that the heart surgery was due to ¿his age¿. Whenever he vomited his heart hurt. The patient refused to provide further information regarding the surgery. At the time of the report the patient was still at the hospital recovering from the surgery. The patient confirmed they were stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid at the hospital. No additional patient or event information is available.